Manufacturer narrative:
There is no additional information received or changes made to this report. This report was generated in error and due to the system's limitation this report is being submitted.

Manufacturer narrative:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was partially damaged and the sealant was ejected and did not stop bleeding. The sealant was "broken" and it dislodged. Therefore, the product was not available and manual compression was performed for 20 minutes. There was no reported patient injury. The sealant was not deployed intravascularly. The device was used for closure in a percutaneous coronary intervention (pci). There was mild tortuosity of the puncture site. The stick location was the common femoral artery (cfa). The mynxgrip vessel closure unit was prepared and used in accordance with instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant sleeve, sealant and advancer tube were observed to have remained in the manufacturing position, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The returned device was inspected, and no visual damages or anomalies that may have contributed to the reported failure were observed. The procedural sheath was not returned with the device. Per functional analysis, a shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock as intended per the mynx instructions for use (IFU). No resistance was experienced during the device failure investigation. Per microscopic analysis, visual inspection at high magnification showed no blood or damages in the sealant of the returned device. A product history review of lot f2100504, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The returned device performed as intended per the instructions for use (IFU). The exact cause of the reported event could not be conclusively be determined. The condition of the returned device does not match the description of the incident. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was partially damaged and the sealant was ejected and did not stop bleeding. The sealant was "broken" and it dislodged. Therefore, the product was not available and manual compression was performed for 20 minutes. There was no reported patient injury. The sealant was not deployed intravascularly. The device was used for closure in a percutaneous coronary intervention (pci). There was mild tortuosity of the puncture site. The stick location was the common femoral artery (cfa). The mynxgrip vessel closure unit was prepared and used in accordance with instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. Other procedural details were requested but are unknown, unavailable, or not applicable. The device is expected to be returned for evaluation.